Event description:
A company representative reported that the tip of an aleutian an inserter fractured and the tip of an aleutian an inserter inner shaft deformed intra-operatively. The procedure was completed successfully with a five minute surgical delay and no adverse consequence to the patient. This report captures the aleutian an inserter inner shaft.

Event description:
No new information.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect investigation conclusion.